Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were getting up to go to the bathroom probably 6 times at night and 5-6 times during the day. The patient stated this has been going on for maybe about 3 months. The patient mentioned they have talked to the doctor about this and the doctor said they needed to adjust the stimulator. Agent walked patient through how to connect to implant and increase stimulation. The patient was on program 7 at 3.5 and increased to 4.0 but was not feeling anything. The patient changed to program 1 and increased stimulation to 2.0 and was feeling it in the back where the implant was but not in the bicycle seat or vaginal area. The patient then switched to program 2 and was feeling comfortable stim in the correct location. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.". The patient mentioned falling about 3-4 weeks ago on the left side where implant is. Symptoms started before the fall.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.